Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Although a philips service engineer could not reproduce the issue, he reseated the articulation arm solenoid during the ultrasound system inspection. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number (B)(4).